Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013, 23:04:53. During night drain cycle one, the patient's ultrafiltration reading was 1366ml, indicating the home patient (hp) drained 1366ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the event history logs. The cause was false empty detect and use error with the initial drain alarm setting inappropriately programmed. A review of the following labeling was performed: homechoice / homechoice pro apd systems patient at-home guide, states in the warnings: ¿setting the initial-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. Iipv could result in a feeling of abdominal discomfort, serious injury, or death. The recommended starting point for initial-drain alarm setting as 70% of the last fill volume. If additional relevant information is received, a supplemental medwatch will be filed.